Event description:
Patient experienced pain and nonunion. On (B)(6) 2009, the patient underwent c6-7 posterior cervical fusion and the device was explanted.

Manufacturer narrative:
A final report will be filed upon completion of the investigation.

Manufacturer narrative:
Investigation summary: the implant was not returned for evaluation as it remains implanted and as such the lot number is not known. Without a lot number, a review of the device history record (DHR) cannot be conducted. There was no failure of the implant to support the cervical spine. There was no mechanical failure of the plate or screws and the screws did not pullout of the bone or back out of the plate. Therefore, without the implant or any mechanical failure, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be reopened and the product evaluated.